Manufacturer narrative:
The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease. The device was not returned for evaluation, as due diligence attempts have been made to obtain additional information and the status of the explanted device for return. At this time, no additional information or device status has been provided. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event.

Event description:
It was learned from implant patient registry that a 27mm aortic valve was explanted and replaced with another 27mm valve after an implant duration of 4 years, 9 months due to dehiscence and severe perivalvular leak. Per medical records the patient presented with class 4 hf. The replacement valve was seated without difficulty. The patient was separated from cpb requiring high dose pressor and inotrope due to hypotension and cardiogenic shock. The patient was placed back on cpb. A 10mm hemishield graft was sewn end to side with suture and the graft was tunneled out the right supraclavicular space. A impella 5.5 was passed across the valve, secured, and turned on. The patient was weaned from cpb to impella 5.5. The patient was transferred to the cvsu in stable condition. On pod #6 the impella 5.5 was removed. On pod #9 the patient underwent trach placement. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional narratives updated b5 per new information received

Event description:
It was learned from implant patient registry that a 27mm aortic valve was explanted and replaced with another 27mm valve after an implant duration of 4 years, 9 months due to dehiscence and severe perivalvular leak. Per medical records the patient presented with class 4 hf. The replacement valve was seated without difficulty. The patient was seperated from cpb requiring high dose pressor and inotrope due to hypotension and cardiogenic shock. The patient was placed back on cpb. A 10mm hemishield graft was sewn end to side with suture and the graft was tunneled out the right supraclavicular space. A impella 5.5 was passed across the valve, secured, and turned on. The patient was weaned from cpb to impella 5.5. The patient was transferred to the cvsu in stable condition. On pod #6 the impella 5.5 was removed. On pod #9 the patient underwent trach placement. The patient expired after an unknown implant duration due to unknown reasons. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.